Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the housing of a large volume infusor was cracked. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which appears to show a crack line on the housing. From the photo, it was not clear if the line was actually a crack or a scuff mark.the reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to handling of the product during shipping or product use or manufacturing process related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.